Event description:
It was reported that water got into the battery compartment of suction irrigator and leaked black liquid.

Manufacturer narrative:
Additional information will be provided once investigation is completed.